Event description:
I had an adverse reaction to the 3m foam ECG patches. My skin was red, oozing under where patches were. Skin is red and dry and very itchy all over chest. Creams do not seem to help. It took only a few hours to get this bad. I have been in and out of hospital a dozen times since 2015 and using these patches. I never developed this reaction until (B)(6) 2019 where skin was just very red and itchy. When admitted on (B)(6) 2019, I informed personnel about recent reaction but patches were put on anyway. The next day they had to remove them because of the terrible reaction I was having. I have pictures to prove my statement. The pediatric patches do not seem to bother me. FDA safety report ID# (B)(4).